Event description:
Customer reported damage to the pump housing and usb port, affecting the ability to charge the device, although it did not cause the pump to shut down. There was no adverse impact to the customer¿s blood glucose level. Technical support arranged for the pump to be replaced under warranty, with the customer using multiple daily injections as backup therapy. Instructions were provided to place the pump into storage mode and return it using a pre-paid label.